Event description:
As reported by customer, during preparation, when attempting to open the pressure monitoring line pouch, it was noted that the pouch was already partially unsealed. The procedure was completed with another device from the same box which was in a sealed pouch. The reported device/pouch was disposed of at the hospital.

Manufacturer narrative:
Although the used device and packaging has been discarded by the customer, an investigation into the event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted.